Event description:
According to the account: no consequence to pt occurred and nothing broken was left in pt cavity. The device is not available for eval. (B) (4). Years 1989 to 2009: laparoscopic grasper forcep malfunctioned, with one of the blades breaking off. Dates of use: approx 15-20. Diagnosis or reason for use: assist with laparoscopic surgery. Event abated after use stopped: no.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).